Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual observation revealed that the lead was severed 168 millimeter (mm) from the terminal pin and some portions of the lead were missing. However, the microscopic inspection revealed trilumen insulation damage 260mm- 270 mm over the pigtail area just proximal of the proximal coil. Setscrew marks were also noted on each terminal. The returned stylet stuck in the tip segment of the lead while extracting and some portion was twisted around the severed end of the tip segment while the poly insulation sleeve was bunched in a couple of places. The lead body curled near the tip which appeared to be pulled with force and was then released. The medical adhesive was separated from the proximal end of the proximal spring electrode and the proximal spring was extremely stretched at this point. On the other hand, the distal end of the proximal spring electrode was separated from the lead body insulation; thus, the fitting was pushed distally. Moreover, the proximal end of the distal spring electrode was separated from the lead body insulation and a medical adhesive was noted. The insulation in one area was flattened and the damage was consistent with a crushing type of movement. In conclusion, due to the location and the type of damage, this was likely caused by entrapment in the clavicle or first-rib region.

Event description:
Boston scientific received information that this right ventricular lead exhibited noise and low pacing lead impedance of 200 ohms from 500 ohms. The patient has many non sustained ventricular tachycardia (nsvt) events with signals on rate channel that do not have morphology component on shock channel. The patient was hospitalized due to spikes into t waves but signals did not match anything like t waves. Boston scientific technical services (ts) reviewed sample of noise and stated that discreet signals did not look like a lead insulation and nothing reproducible. Subsequently, the physician extracted the lead and reported that there was abnormal lead impedance and suspected insulation breach. Additional information was received from the field representative that electrogram (egm) showed noise on the lead but was not reproducible and there was a trend change in impedance greater than 200 ohms; no asystole noted. The lead was explanted. No additional adverse patient effects were reported.